Event description:
Patient underwent an acl reconstruction of knee, pieces of metal coming off 4.0 round burr. Second burr tried and same ressult. Surgical field irrigated with saline. Unable to remove all of metal filings.